Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold, broken plug strap and white particles. Leak test was performed and found opening on radius. A microscopic analysis was performed which identify two striated edge opening, consist with use of a surgical tool, broken sharp/missing plug strap. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is: two striated edge opening on radius side due to surgical damage. A sharp broken plug strap due to an unidentified (tear) opening. Missing plug strap due to inconclusive.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6b, h.6.

Event description:
Healthcare professional reported unknown side capsular contracture, baker's grade unknown. This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported unknown side capsular contracture, baker's grade unknown. Device remains implanted. This record is for the right side.